Manufacturer narrative:
Product analysis: it was confirmed that display had erratic responsiveness to the stylus. The display overlay was replaced, and the stylus was calibrated to the replacement. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display exhibited poor response to the stylus, requiring selections to be made repeatedly in order to get a response. It was noted that multiple styli were used, but the issue persisted. No patient complications have been reported as a result of this event.